Event description:
It was reported that the user experienced recurrent low blood glucose while working at night, with a recorded nadir of 40 mg/dl and approximately 3.5 hours spent below range; troubleshooting and education were provided, and the user was advised to discuss potential overnight target adjustments with their care team. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included no need for emergency treatment, hospitalization, or use of backup therapy. Investigation included technical review of available user reports and case documentation. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed and that user-specific factors related to nighttime activity could not be excluded.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.